Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked reservoir window noted during visual inspection. Unable to prime during prime/a33 alarm test due to loose/protruded drive support disk. E21 alarm after battery change due to open weld c37 on I/b.no a21 alarms noted.

Event description:
Customer reported that she was unable to exit the prime/rewind loop. The customer also reported she had replaced the battery and her insulin pump alarmed. She also stated she was having issues with priming with the last 3 or 4 infusion sets. The customer's blood glucose was 222 mg/dl. The customer also stated insulin was squirting out during a manual prime. Troubleshooting found the customer was able to receive 2 beeps but no numbers on her insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.